Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found the following: an image abnormality occurs in which a black dot is confirmed in the upper left of the frame of the screen; the phenomenon reappears immediately after power is turned on to the cv1500 system together, and there is a foreign object in the air/water nozzle pipes. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope air/water tube, had foreign material. There were no reports of patient involvement.

Event description:
It was further reported that the foreign material was found in the air/water nozzle of the gastrointestinal videoscope and not the air/water tube.

Manufacturer narrative:
Corrected data: h6 (component code and health effect - impact code) correction to d10 of the initial report, a concomitant device was inadvertently added to the initial report. There were no concomitant devices used in this event. G2 user facility was inadvertently selected on the initial medwatch. This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. However, it is likely the following led to the malfunction: foreign material possibly remained in the nozzle since the reprocessing was deviated from the instruction manual. Based on the instruction manual cleaning/disinfection/sterilization ¿chapter 5 manual cleaning of the endoscope and endo therapy accessories¿, and ¿chapter 8 storage and disposal¿, the event can be prevented by following the instructions for use which state: ¿please confirm that stain was removed especially from the opening space at the air/water nozzle and the lens when conducting reprocessing. In case the stain was remained, clean it until all the stain was removed, rinse completely and remove residual water in the tube and dry it after cleaning etc. Please check the environment of handling.¿ olympus will continue to monitor field performance for this device.